Event description:
Per clinical trial cp-(B)(6) : on (B)(6) 2018, patient underwent bilateral mastopexy/reduction; superior pedicle using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure was liposuction lateral breasts. On (B)(6) 2018 right breast delayed wound healing was reported. Patient treated with medication (silvadene 1% topical antibacterial cream and carrington wound gel). No debridement was necessary. Per notes: galashape (galaflex 3d) may have been exposed slightly at a point in recovery. Review of medical affairs identified that the delayed wound healing is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Remains implanted.